Manufacturer narrative:
(B)(4). Concomitant device: attachment device. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. The assignable root cause was traced to component failure. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cutter device was stuck in the attachment device and broke into two during disassembly, the internal mechanics were blocked and had residue accumulated on the shaft in a line with the attachment sleeve ball bearing position. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.